Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the trigger bottle was dirty. The fsr cleaned the pump, bulk solution transfer which resolved the issue. Additionally, the trigger bottle solution was replaced. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed that no subsequent issues have been reported related to false positive total b-hcg results post service intervention. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the pump, bulk solution transfer did identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the pump, bulk solution transfer was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample. The following data was provided: (B)(6) 2024 initial result = 127.56 miu/ml, the initial result was reported out of the laboratory and questioned by the physician. A new sample was collected with an initial result of <1.2 miu/ml. The original sample was repeated which generated a result of <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample. The following data was provided: (B)(6) 2024 initial result = 127.56 miu/ml, the initial result was reported out of the laboratory and questioned by the physician. A new sample was collected with an initial result of <1.2 miu/ml. The original sample was repeated which generated a result of <1.2 miu/ml. No impact to patient management was reported.